Manufacturer narrative:
An additional event was identified and therefore added to this summary report. The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (results/components): 1 device: fracture problem / rod/shaft, 1 device: fracture problem / weld.

Event description:
This report now summarizes 2 malfunction event(s), instead of 1.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.